Event description:
During a flexible bronchoscopy with mediastinal lymph node dissection, the surgeon used the device to clamp the left pulmonary artery. The device did not disengage and the jaws did not open. The surgeon had to resect the device off with another instrument.